Event description:
The patient contacted animas on (B)(6) 2012, stating the keypad buttons were intermittently unresponsive for 3 weeks. The patient denied peeling or tears in keypad and noted the keypad symbols were worn. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact; no damage or peeling was observed. The keypad was removed and no contamination was observed. Testing was unable to test keypad functions and complete required steps to fully investigate the complaint of an unresponsive keypad: moisture damage to pump prevented adequate investigation (B)(6).